Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported complaint and replaced the flow sensor. All performance and verification checks passed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor pins were bent. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.